Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 498 mg/dl at the time of the incident. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery. The customer was not calling back after receiving a new battery cap. The customer stated that the insulin pump was dropped. The customer stated that the contacts on the battery cap were not missing or damaged. The customer reported that the display did not return. The device will be returned for analysis.